Manufacturer narrative:
Section d4 expiration date was updated. Based on the data provided, a clear root cause could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 829 u/ml. The repeated result was 33.5 u/ml. The repeated result was obtained on another module. The repeated result was believed to be correct because it was similar to previous results for the patient.